Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: a device history record review was completed for provided material number 301658 and lot number 0042247. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, four samples were received for evaluation by our quality team. Each sample came in a separate plastic bag and has the plastic shield. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Three of the samples expelled the solution with normal flow. One sample did not expel the solution; this needle is clogged. Based on the investigation with the sample analysis the symptom reported by the customer is confirmed. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 needles ns 27ga 1-1/4in were blocked during use. The following information was provided by the initial reporter: "two incidences of the 27 gauge hypodermic needle being blocked".